Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch 2024-016742 study: "a 74-year-old, 117 lb, female patient began therapy with remodulin (treprostinil sodium, concentration 1.0 mg/ml) on (B)(6) 2024 for primary pulmonary arterial hypertension. The current dose was reported as 0.033 microgram/kg, continuous via intravenous (IV) route. On (B)(6) 2024." "On (B)(6) 2024, 3 months after initiating the IV remodulin, the patient was hospitalized due to fluid in ankle and swollen feet (edema peripheral). The patient got discharged on (B)(6) 2024 from the hospital. On an unreported date in 2024, she stopped using biopatch due to a reaction where she had a rash from it (dermatitis contact). "Co-suspect product included: biopatch (chlorhexidine gluconate)." "Action taken with IV remodulin was not reported for the events of edema peripheral and dermatitis contact." "Action taken with biopatch was withdrawn on an unreported date in 2024 due to the event of dermatitis contact. At the time of reporting, the outcome of the edema peripheral and dermatitis contact was unknown." "The reporter did not provide causality for the events of the edema peripheral, and dermatitis contact with IV remodulin. The reporter¿s causality for the event of dermatitis contact with biopatch was considered to be possibly related." Case comment/senders comment: the company has assessed the serious adverse event of edema peripheral as not related to IV treprostinil. The event was likely related to possible cardiac complications due to the underlying chronic and progressive pah in this 74-year-old patient.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, d4, h6, h11. The biopatch was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Additional information received: additional dosage regimens: #1 remodulin IV regimen # 0.039 microgram/kg, continuing, IV: 2024 to unk ; 2 drip. #1 remodulin IV regimen # unk, continuing, IV drip ; (B)(6) 2024 to unk; 3. Fluid in ankle and swollen feet (oedema peripheral). Broke her hip (broken hip) fell (fall). Stopped using biopatch due to a reaction where she had a rash from it (adhesive tape allergy). Medwatch (B)(4). Updated study: "additional dosage regimen of 0.039 microgram/kg, continuous via IV route was added to IV remodulin. Additional concomitant medication included: prednisone. Hospitalization end date of (B)(6) 2024 was removed for the event of oedema peripheral. On (B)(6) 2024, the patient fell (medically significant) and broke her hip (hip fracture, medically significant) and she had been in the hospital for over a month but would be discharging home on (B)(6) 2024. Action taken with IV remodulin was not reported for the events of hip fracture and fall. At the time of reporting, the outcome of hip fracture was unknown, whereas the outcome of fall was considered as resolved with sequelae on (B)(6) 2024." "Hospital discharge date as (B)(6) 2024 was added to the events of oedema peripheral and hip fracture. Since (B)(6) 2024, the patient had been in rehab, and she was hoping to leave on (B)(6) 2024. She also had discontinued ambrisentan previously." Case comment/senders comment: "the company has assessed the serious adverse event of oedema peripheral as not related to IV treprostinil. The event was likely related to possible cardiac complications due to the underlying pah. The company has assessed the serious adverse events of fall and hip fracture as not related to IV treprostinil. The event of fall was likely accidental in nature. The event of hip fracture was likely due to the fall in this 74-year-old female patient."